Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report gripper line removal difficulty. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. A clip delivery system (cds) was advanced to the mitral valve with a steerable guide catheter (sgc). However, during the deployment sequence, the actuator knob was retracted more than 5cm and it was not possible to remove the gripper line. The actuator knob was placed back into its original position, and the gripper line was able to be removed. The clip was deployed and the cds was removed. After the sgc was removed, a kink on the sgc tip was observed. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The reported retraction problem (excess knob retraction) and physical resistance/sticking (difficulty removing gripper line) was unable to be replicated in a testing environment as the clip and gripper line were not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the gripper line cannot be determine. The actuator knob retracting more than expected was due to the tolerance stack up of the actuator coupler being retracted into the compression coil and this is not an issue with the device. There is no indication of product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.